Event description:
Healthcare professional reported 10 minutes after injection with juvederm ultraplus in the marionette area and chin, the patient developed "hardening, redness, and heart intense", as well as "swelling" of the "entire lower face", and a "possible hypersensitivity reaction to filler". The healthcare professional observed "clear plasma oozing from the injection wound". The patient was immediately injected with hyalase, kenacort and "avil" and given oral wysolone. The patient was taken to the hospital for further treatment where they were prescribed additional wysolone, allergra, and "avil and dexa IV". Symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product,or patient details has been requested. No additional information is available at this time. The event of puffiness, "hardened", "swelling", and "lumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.